Manufacturer narrative:
Upon investigation, the technician found that the brake pads on the device needed to be adjusted. He found that the device was out of adjustment due to use over time and this issue was discovered during a preventative maintenance event. The device referenced in this report is over 12 months old and according to the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician adjusted the brake pad screws to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes are not holding. The bed is located in a vacant room at the facility. There was no pt/user injury reported. (B)(4).